Manufacturer narrative:
An event regarding crack/fracture involving a trident drill bit was reported. The event was confirmed through clinician review. -product evaluation and results: visual inspection: not performed as no items were returned. Dimensional inspection: not performed as no items were returned. Functional inspection: not performed as no items were returned. Material analysis: not performed as no items were returned. -medical records received and evaluation concluded: not using a drill guide while drilling in acetabular bone for supplemental cup screw fixation caused the drill piece to detach behind the acetabular shell where attempts at removal failed and the piece thus was retained. No harm should be expected neither from the materials nor the location aspects. -product history review: not performed as device details were unknown. -complaint history review: not performed as device details were unknown. Conclusions: the results of the investigation indicate that the drill guide was not used during the procedure.

Event description:
In the case of tha treatment, the acetabular side cup was implanted. Two of omniflex cancellous screws were drilled in the cup. Additionally, they drilled down to the drill bit for an implant fix of the 3rd screw (2017-4025) without the drill guide. The drill bit was detached from the shaft and remains in the patient. Attempted to try to remove the 3rd screw, but couldn't remove it.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In the case of tha treatment, the acetabular side cup was implanted. Two of omniflex cancellous screws were drilled in the cup. Additionally, they drilled down to the drill bit for an implant fix of the 3rd screw (2017-4025) without the drill guide. The drill bit was detached from the shaft and remains in the patient. Attempted to try to remove the 3rd screw, but couldn't remove it.